Event description:
A 42 yr old white female g1p1 status post bilateral subglandular inframammary surgitek bilumens 205:45 for augmentation on 1/28/91. Pt reports left contracture treated with closed capsulotomies times 3. Pt denies decreased size or other history of trauma. After left was undrained, suggested hematoma. Pt reports left granuloma growing with increased pain. Left has always been lateral. Arthralgias (positive morning stiffness), myalgias, paresthesias, dysesthesias, spasms, swelling, fatigue, adenopathy, low grade fevers, night sweats, headaches, temporomandibular joint disease, visual changes, dizziness, memory loss, rashes, sensitivity to sun/cold (positive raynauds), shortness of breath, chest pain, costochondritis, choking sensation, weight fluctuations, gastrointestinal/genitourinary changes, vaginal discharges and easy bruising. Otherwise healthy.